Event description:
It was reported the needle had a strange residue found on the stylet for the needle when cleaning the sylet. The event occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. The procedure was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 expiration date; d4 lot number; h5 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.